Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed, and the reported complaint was unable to be reproduced. However, the error was confirmed via the error logs. Isi followed up with the initial reporter and obtained the following additional information: the patient's demographic information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that usm 3 was having issues, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer went on site and replaced the usm to resolve the issue. Isi has requested the usm involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following: it was alleged that the surgeon was having issues with usm3. The field service engineer (fse) confirmed the reported issue and replaced the usm3. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon was having issues with universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no associated faults. The customer stated that there was a message stating 'undock before moving table'. The tse reviewed the system configuration and saw table motion was enabled. The customer power cycled and hard cycled the patient side cart (psc). Upon start up the system faulted with an error 25741. The tse had the customer exercise the trocar release buttons on all of the usms, but the fault kept returning. The tse had the customer exercise the usm several more times, but the issue persisted. The customer contacted intuitive tech support the following day and a log review was performed, which showed the presence of error 25741. This error points to an issue with the usm 3 patient clearance button. The customer exercised the patient clearance button and stated that it tended to stick when released. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.